Manufacturer narrative:
The event date of (B)(6) 2022 is an estimated based of the aware date of (B)(6) 2022 as the exact date was not reported.

Event description:
It was reported that the device has a tear. The target lesion was located in the uterine artery. A 150/10 renegade hi-flo was selected for use. During the procedure, it was noted that part of the microcatheter had a tear where it was kinked. This tear occurred on the mid point of the microcatheter and it seemed like the other layer of it. The procedure was completed with another of the same device. No harm was done to the patient.